Event description:
The pt has reportedly experienced a decrease in performance over time. The pt reported pain related to the position of the device and wound breakdown at the implant site. Device revision surgery has been scheduled.